Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. Intermittent loss of capture, decreased r-waves, and low pacing lead impedance were observed. The lead was explanted and replaced. There were no complications as a result of the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.